Manufacturer narrative:
(B)(4).

Event description:
This report is related to the patient's scs system for the thoracic area. It was reported the patient began to experience overstimulation and ineffective stimulation/coverage after falling on a couple of occasions. X-rays were taken and revealed the model 3286 lead had flipped. As a result, the doctor explanted and replaced the model 3286 lead. The doctor also electively explanted and replaced the patient's model 3156 lead. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was confirmed. As received, microscopic inspection revealed that the lead had a kink where all of the internal wires were broken 32cm from the tip of the paddle. The fracture is consistent with an overstress condition the lead was subjected to while it was still implanted.